Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
The consumer reported that the patient experienced a loss or change of therapy and had a return of bladder symptoms. The patient didn¿t feel stimulation since about a week ago. The patient wanted to raise it because they were peeing when they got up out of bed. The patient was not able to get to the bathroom in time and had been urinating all over the floor when they had to go. This started on (B)(6) 2016. The patient was in the hospital back in august because they had a real high temperature and for their blood pressure and this was not related to the implant. They may have turned it off, but the patient wasn¿t sure. They may have done an MRI and turned it off as the health care provider (hcp) wanted to do an MRI to check for stroke. When turning the programmer on, it had some weird icons and it looked like a battery and an arrow going to the device. It was reviewed that the programmer batteries needed to be changed. The patient checked with the programmer and didn¿t see a lightning bolt and therapy was not on. It had been harder and harder for the patient to find their implant site since it had been healing in (B)(6) 2016. The patient turned therapy on and increased and didn¿t feel stimulation on program 3 at 2.3v. The patient increased stimulation up to 2.8v and felt stimulation now. The patient further reported on (B)(6) 2016 that they had painful stimulation. The patient turned stimulation up because they had been having problems wetting the bed, going to the bathroom more often, and not being able to get to the bathroom in time. The patient had wet the bed now for 3 nights in a row. After the patient turned stimulation up, they must have turned it up too high because their left leg was burning when they walked and they were in terrible pain. The patient was now unable to get stimulation to down with the patient programmer. The patient was only able to communicate without the antenna. The patient decreased stimulation from 4.6v down to 2.6v where they felt stimulation comfortably and the burning sensation in the legs had gone away. Decreasing the amplitude eliminated the uncomfortable stimulation. The patient felt the urge more on 1 side of their bicycle seat region than the other. The patient clarified that by urge they meant stimulation. The patient had fallen 4 weeks ago and hit their head on the refrigerator. The patient also fell down on their tailbone so their tailbone hurt and an x-ray was done of their tailbone and everything looked fine. Everything had worked great, but after the fall the patient had a gradual return of symptoms and started to feel sick to where they couldn¿t get out of bed very well in the last 3 weeks. The patient¿s legs started not working very well and they fell on (B)(6) 2016 because their legs weren¿t working well. The patient didn¿t know if being sick and the leg issues were related to the stimulator or not. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.